Manufacturer narrative:
Batch review performed on 06 november 2019. Lot 182891: 89 items manufactured and released on 12-sep-2018. Expiration date: 2023-09-04. No anomalies found related to the problem. To date, 75 items of the same lot have been already sold without any other similar reported event. Other devices involved in the event. Gmk-sphere 02.07.0035rp patella resurfacing size 3 lot. 184169 (k090988). Batch review performed on 06 november 2019. Lot 184169: 180 items manufactured and released on 29-aug-2018. Expiration date: 2023-07-29. No anomalies found related to the problem. To date, 166 items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.12.0510fl tibial insert fixed sphere flex size 5/10 mm l lot. 183023 (k121416) batch review performed on 06 november 2019. Lot 183023: 100 items manufactured and released on 28-jun-2018. Expiration date: 2023-06-14. No anomalies found related to the problem. To date, 84 items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.12.0006l femoral component sphere cemented size 6 l lot. 183478 (k121416) batch review performed on 06 november 2019: lot 183478: 57 items manufactured and released on 07-aug-2018. Expiration date: 2023-07-24. No anomalies found related to the problem. To date, 38 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and removed all implants from the patient and then implanted all new implants almost 1 year after primary. The surgery was completed successfully.